Event description:
The customer called for his breeze2 meter. While troubleshooting, he performed control tests and received results of 166 and 212 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.